Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's ins stopped working and patient was tremoring heavily. It was stated that the patient programmer (pp) stopped working and the patient could not turn the ins on /off. It was reviewed for the caller to consider ins longevity relative to date of the implant was redirected to the health care professional (hcp). It was also mentioned that patient takes sinemet for tremors. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating the cause of the neurostimulator not working was because of changing of the device settings. Patient indicated that there was a replacement and the issue was resolved. The patient noted that they had not tried turning the ins on/off with the new /replacement patient programmer.